Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a precharge error which can prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.